Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, broken belt clip slot, cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
The customer stated that her insulin pump had an error on it that she was unable to clear out. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 558 mg/dl. Nothing further was reported.